Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the repair technician confirmed the device required lubrication. This would cause the described failure. The device was cleaned, lubed and adjusted. The drill was returned to the customer after passing final inspection.

Event description:
It was reported that the device was overheating during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device was overheating during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.